Event description:
The patient reported that the v-go fell off and the needle was exposed. The patient indicated that the v-go fell off after 15 hours. The patient stated that she is using the v-go on her abdomen and changes sites. The patient cleans the skin before placing the v-go with alcohol wipes, let it dry and then applies the v-go. The patient indicated that the event is not related to exercises,clothes interference, movements or bumps.